Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Significant risk factors, such as the patient's young age, likely contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the medical article, "transcatheter valve-in-valve implantation in the tricuspid position" by aphrodite tzifa et al., the following event was identified as pertaining to an edwards device: a (B)(6) boy with an edwards valve implanted in the tricuspid position underwent a valve-in-valve procedure due to tricuspid stenosis and/or regurgitation secondary to degeneration. A 18mm transcatheter valve was implanted using a transfemoral approach. Indication for initial replacement was ventricular septal defect, s/p device occlusion. Previous tv procedures: tricuspid valve replacement.